Manufacturer narrative:
The permanent cautery hook (pch) instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy procedure, the permanent cautery hook (pch) instrument broke and a fragment fell inside the patient; the fragment was retrieved during the same procedure. The customer stated that the fragment(s) were retrieved during the same procedure, and all fragments were visually confirmed as removed. No post-operative imaging (such as an x-ray or ultrasound) was performed to check for any remaining fragments. The patient has not returned to the hospital for any post-surgical complications related to a retained foreign object, and there were no injuries or complications reported as a result of the issue. No additional surgical procedure was required to remove the fragment(s).